Manufacturer narrative:
Returned device was received with scratches on enclosure. Dirty water tank. Cracked under drain fitting on enclosure, cracked water tank cover. Old and worn out line cord. Old style pcb, power switch and front cover. During the evaluation of the device the customer reported condition was not confirmed. No fault found the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer had a seized pump. No patient involvement.